Manufacturer narrative:
A visual evaluation of the returned device found that the stent was slightly bent near to the duodenal barb. Complaint confirmed, the reported issue of stent migration could not be functionally verified, however, findings from the visual evaluation indicated that likely the device condition could have contributed with the reported event. Based on the product analysis, most likely some anatomical or procedural factors encountered during the procedure performance and/or integrity of the device was limited and may have contributed to the failure. The failure mode of stent migration could not be functionally verified. Therefore, ¿anticipated procedural complication' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was placed into common bile duct during a stent placement procedure performed on (B)(6) 2017. On (B)(6) 2017, according to the complainant, during stent replacement procedure, the physician observed that the flexima plus biliary stent flap was closed causing a stent migration into the bile duct. The procedure was completed with another of the same flexima plus biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was placed into common bile duct during a stent placement procedure performed on (B)(6), 2017. On (B)(6), 2017, according to the complainant, during stent replacement procedure, the physician observed that the flexima plus biliary stent flap was closed causing a stent migration into the bile duct. The procedure was completed with another of the same flexima plus biliary stent. There were no patient complications reported as a result of this event.